Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. However, the device failed test steps related to (sensor board table active. Pressure sensors calibration pprox, negative flow , raw zero flow, positive flow calibration, atmospheric pressure sensors cal, write sensors calibration table, o2 sensor calibration). Also, an error code in relation to (low inspiratory pressure) was recorded in the device event log. The device came only for remediation and will be returned to the customer unrepaired. The sound abatement foam was replaced preventatively. Additionally, during the evaluation error codes in relation to (check circuit) and (low expiratory pressure) were recorded in the device event log unrelated to the reported malfunction. The tubing was reconnected to address the issues. Dust was observed on the blower box. The software was upgraded.